Event description:
It was reported that the right atrial (ra) lead was capped during a replacement of the implantable cardioverter defibrillator (ICD) due to normal battery depletion. It was reported that the ra lead was making noise. The cause of the noise is unknown. The lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).